Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
It was reported the patient was diagnosed with a granuloma approximately the end of last month/ beginning of this month. The pump alarm was silenced and the pump was stopped. The patient was on oral medications and was reported to be doing "good." The pump was delivering compounded morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported a granuloma/inflammatory mass developed at the "end of the line" (catheter). It was surgically removed but they could not get all of it because it had grown "too much into the nerves in her spine". Their healthcare professionals (hcp) were unsure on moving the catheter either up the spine or down further towards the tailbone. For the "past year" they have done nothing because they were unsure. After they removed the granuloma, the patient heard an alarm. They turned the pump off for the granuloma removal surgery. They were supposed to have "run the morphine out and used saline at low concentration, not shutit off".

Manufacturer narrative:
(B)(4).